Event description:
While inserting a bakri postpartum balloon into a hemorraging patient, the stop cock broke...this happens very often while using these costly items (per nursing report of event).======================manufacturer response for bakri balloon, bakri balloon (per site reporter).======================planning to meet rep from cook medical to discuss.